Event description:
After an implantation period of approx. 26 months, it was reported that the lv lead impedance values are too high. The patient was hospitalized and the lead was capped.

Manufacturer narrative:
As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The analysis is thus based on the inspection of the manufacturing documents of the device as well as on the provided data. The manufacturing process for this device was reinvestigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. The available data is from 2018 and does not contain any information regarding the reported event from the (B)(6) 2021. Thus no conclusions can be drawn based on the provided data. Should additional information or the device itself become available for analysis, the investigation will be updated.